Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2016) is considered to be a best estimate. This MDR represents the ventralight st mesh (device 2). An additional supplemental emdr was submitted to represent the composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel mesh (device 1). Per op notes, "a composix kugel mesh (device 1) was placed to the fascia using prolene sutures." (B)(6) 2013 - patient had bowel obstruction. (B)(6) 2016 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent repair with the implant of ventralight st mesh (device 2). Per op notes, "there was old mesh that appeared to be folded upon itself, with a large hernia sac. Dense adhesions were taken down. A ventralight st mesh (device 2) was placed using prolene sutures." (B)(6) 2017 - patient underwent surgery for bowel obstruction.